Event description:
Pt passes away. Found face down on living room floor. Unit was running - no tubing / cannula connected to unit or pt. Homecare provider pick up device and device tested 82% and 92% oxygen concentration.

Manufacturer narrative:
The device was not being used by the pt for supplemental oxygen at the time of death. Device was performance tested and the average oxygen concentration was 87%, the minimum of the specification of the 90% +/- 3%.